Manufacturer narrative:
The device was returned to the MFR, a service eval was completed and given to the quality engineer for assessment. A f/u report will be submitted when the investigation is completed.

Event description:
While testing the attachment at the MFR, it was reported that it heated up. This event did not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported and no adverse consequences alleged with this event.